Event description:
An olympus sales representative reported that some body fluids were dripping from the auxiliary water inlet of the endoscopes during and after the procedure. There was no allegation of harm to the patient or to the staff was reported.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. An olympus microbiologist contacted the user facility and obtained the following information. The endoscopes were being reprocessed according to the device instruction manual, the user facility was not using the auxiliary water inlet cap, which will prevent the dripping of the body fluids from the auxiliary water inlet, and no signs or symptoms of infection reported by the hospital as a result of this phenomenon. The microbiologist reviewed with the user facility our labeling documents to prevent this phenomenon from reoccurring. There were no further problems reported at this time. Therefore, this is being filed as an MDR reportable event in an excess of caution.